Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure (c-33 errors and c-34 error monopolar coag not working) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that error c-34 occurred. The site rebooted the generator, replaced the energy cord/instrument, and tried both monopolar energy ports. The intuitive tech support engineer (tse) recommended connecting a force triad generator, or swapping vision side carts (vsc). The customer used a generator from another system and was able to successfully fire energy. The procedure was reportedly being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system initially powered on with no errors.